Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4 (lot #) the following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11 visual examination of the returned product identified the depth gage shows signs of use with some gouging on the blue knob of the depth gage. The depth gage hook is also bent/curved. The depth gage hook is bent/curved and does not always catch the hole in the body to stop it from coming completely off. The depth gauge has a possible field age of 7+ years. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed via product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that depth gauge was disassembled during a procedure as the sleeve would not stay on as intended. Attempts have been made and additional information on the reported event is unavailable at this time.